Event description:
It was stated that during a software upgrade to version 4.3, a manufacturer field engineer encountered a communication failure. During inspection, it was found that the downstream occlusion (dso) seal was detached. This is a reportable malfunction because it indicates that the seal integrity was compromised. There was no patient involvement.

Manufacturer narrative:
During a software upgrade to version 4.3, a manufacturer field engineer encountered a communication failure. During inspection, it was found that the downstream occlusion (dso) seal was detached. This is a reportable malfunction because it indicates that the seal integrity was compromised. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal was replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer.